Event description:
This pt presented to ER on 2/5/96 c/o difficulty breathing for 5 days. Pmh was significant for mva in may of 1996 for which she was hospitalized in this facility for 25 days. Stridor was noted at the region of the tracheostomy site (from prior hospitalization) & neck film showed tracheal stenosis. During the work up of pt's stridor, her chest x-ray showed a guidewire in the right internal jugular, going down through the heart and into left upper lobe pulmonary artery. (Upon review of medical records for may 1996 mva, the guidewire was traced back to a 5/27/96 triple lumen subclavian catheter inserted for tpn). Pt was admitted to sicu for removal of the guidewire and consult with ent to decrease tracheal stenosis. Interventional radiology attempted to remove the guidewire, but was unsuccessful. Pt has no negative sequelae from retained guidewire. Will be removed/future.